Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. E3: reporter is a j&j employee. H3, h4, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there were no cosmetic defects observed on the surface of the device. A dimensional inspection was not performed as it is not applicable to the complaint condition. A functional test was performed. Measured torque values were found to be outside the specified range. The device was testing high. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the viper prime torque handle, p/n: (B)(4), lot: gb131014 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a review of the receiving inspection (ri) for viper prime torque handle ,was conducted identifying that lot number gb131014 was released in one batch. Batch1: lot qty of (B)(4) units were released on (B)(4) 2020 with no discrepancies. Supplier : depuy : gauthier biomedical, inc. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the devices were received as blind units on (B)(4) 2023. Upon product inspection on (B)(4) 2023, it was discovered that the items were out of calibration. This report involves one viper prime torque handle. This is report 6 of 9 for (B)(4).